Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection found that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is debris on the devices and they are slightly bent. A functional evaluation finds they cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a meniscal repair surgery, two (2) fast fix 360 failed. While placing t1, both t implants came out simultaneously, failing the suture. In a second attempt the issue repeated, losing the stitch. Surgery resumed after a non-significant delay of 2 minutes with the same device. Patient´s health was reported not affected by the event. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).